Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the homechoice (hc) during dwell 3 of 3. Per the home patient (hp) there was moisture under the heater bag. The hp cycled the power to clear the se2240. The baxter technical services representative assisted the hp to retrieve the cassette and advised the hp to let his registered nurse know about the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not been received for evaluation and will be considered unavailable at this time. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed if any additional information is received.